Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. The unit returned has a kink in the telescope, a kink in the lap joint, and a damage in the femoral marker, as part of overall visual revision. Visual inspection revealed a kink in the telescope assembly from femoral marker to the proximal end. A kink was observed in the lap joint from femoral marker to the distal end. A damage was observed in femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Ic windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issue or defects noted on the analysis on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 25apr2016. It was reported that lost image occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected for use. Pre dilatation was not performed and intravascular sonography was performed, however, lost image occurred. Subsequently, predilation was performed and the device was exchanged with another of the same opticross. The procedure was completed with the new opticross without an issue. No patient complications reported and the patient's condition is good. However, device analysis revealed a damage in femoral marker.